Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture". The report further states, "iab removed and therapy discontinued as patient was hemodynamically stable". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 8.0fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio hazard bag. Upon return, a non-teleflex teflon sheath was noted on the iabc out-ER lumen. The one-way valve was tethered to the short driveline tubing. The supplied 30cc infla-tion driveline tubing was connected to the short driveline tubing; dried blood was noted within the inflation driveline tubing. The short arterial pressure tubing was connected to the iabc luer end. The bladder was fully unwrapped. The iabc central lumen was noted bent at approximately 33.7cm and 67.2cm from the iabc distal tip. The iabc central lumen was noted kinked at ap-proximately 54.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No other visual damage was noted to the returned sample. The fos (sc) connector was examined. The fos white con-nector was properly seated in the blue clamshell housing. The center post of the fos was cen-tered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vac-uum was pulled on the one-way valve, and it held for at least 1 minute according to quality sys-tem document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing proce-dure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 17.2cm to 19.3cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at two different locations at approxi-mately 17.9cm and 18.4cm from the iabc distal tip and the appearance is consistent with re-peated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab in-ventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 33.8cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire could not advance at approximately 54.5cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.3cm from the iabc luer, which is the location of the previously noted bend. The guidewire could not advance at ap-proximately 23cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iabc rupture" is confirmed. During investigation, the intra-aortic bal-loon catheter (iabc) bladder was found with full thickness abrasions at two different locations. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture". The report further states, "iab removed and therapy discontinued as patient was hemodynamically stable". No patient harm or injury. The patient status is reported as "fine".